Manufacturer narrative:
(B)(4). The customer returned a 3-lumen cvc catheter for evaluation. The catheter showed evidence of use and the medial extension line luer hub was returned separated from the extension line body. Visual examination of the returned sample revealed the medial extension line luer hub was separated from the extension line body just below the base of the luer hub. A small portion of the extension line body was present within the separated luer hub. Microscopic examination revealed the separation point on both the extension line body and luer hub were jagged and uneven in appearance. This type of defect would be consistent with a tear of the material due to excessive force. Adhesive residue was observed on each of the extension line bodies. The length of the medial extension line connected to the juncture hub measured 109mm. Less than 1mm of the extension line body protruded out of the separated luer hub. The two combined lengths are consistent with the nominal length specification (110mm) for the medial extension line, indicating no pieces are missing. The outer diameter of the medial extension line was measured and found to be within specification. The inner diameter of the extension line could not be accurately measured due to the damage. Other remarks: the customer did not provide a lot number; however, a potential lot number was determined from a review of the sales history for this customer. A device history record (DHR) review was performed on the catheter from the potential lot number and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product contains several warnings to mitigate damage to the catheter. The IFU cautions the user to not apply excessive force in placing or removing catheter as excessive force can cause component damage or breakage. It also cautions the user to not secure, staple and/or suture directly to outside diameter of extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Catheter should be secured only at indicated stabilization locations. The IFU also lists several disinfectants that contain solvents which can weaken the catheter material. Alcohol, acetone, and polyethylene glycol can weaken the structure of polyurethane materials. The report that the luer hub separated from the catheter was confirmed by visual examination of the returned sample. Microscopic examination determined that the end of the catheter extension line had a jagged appearance and a piece of the extension line remained inside the separated luer hub. It appears that the luer hub separation was the result of excessive force placed on the extension line causing it to tear. Based on the appearance of the luer hub and the report that the event occurred during use, it was determined that operational context caused or contributed to this event. No further action will be taken.

Event description:
The customer reports that the charge nurse went to the patient's room to check on the patient and noticed one of the lumens had blood in it and it was the distal hub/wing on the extension tubing and blue clamp were off the catheter. The nurse placed a kelly clamp on the device. The physician was called and the line was replaced. No patient injury or consequence.

Manufacturer narrative:
(B)(4). Potential lot# reported as 23f17c0067.

Event description:
The customer reports that the charge nurse went to the patient's room to check on the patient and noticed one of the lumens had blood in it and it was the distal hub/wing on the extension tubing and blue clamp were off the catheter. The nurse placed a kelly clamp on the device. The physician was called and the line was replaced. No patient injury or consequence.